Event description:
Note: this report pertains to the second of four malfunctions occurring in the same patient. On july 17, 2007, it was reported to boston scientific corporation that a resolution hemostasis clipping device was used. According to the complainant, the hemostasis procedure started at approximately 8:00 am in 2007 where, after "epinephrine and injections of alcohol was not effective due to [the] nature of the arterial bleed...above banded varices in the proximal esophagus," the resolution hemostasis clipping device was used. It was reported that "the nurse was able to close the clip and could hear it snap"; however, the clip did not as the device was pulled back into the scope, the clip released from the catheter into the patient and was left to pass via peristalsis. A third resolution hemostasis clipping device was used, but failed to deploy. (See associated medwatch.)

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The june 2007, 15-month resolution clipping device product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch reports 6000048-2007-00264, 6000048-2007-00265 & 6000048-2007-00266. Bsc reference a00076049/502725.